Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump was sent in as a back to stock unit. Upon triage the service tech found the pump to have a damaged power cord with exposed copper wires.

Manufacturer narrative:
One kendall scd express sequential compression system was received for failure analysis with a complaint of "back to stock". The reported symptom was verified, as during triage service found there to be exposed copper wire. Upon visual inspection of the unit, the power cord was observed to be damaged with exposed copper wire. The root cause of the reported symptom was misuse/handling. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.